Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported no delivery alarms. The customer stated he would change out his supplies, but the alarm was recurring. The customer's blood glucose was over 200 mg/dl. The customer stated the tubing was not kinked or bent on his insulin pump. He also stated the insulin was not expired or denatured. The customer stated he has not tried all remedies for the no delivery alarm. Customer was advised to replace his insulin pump and revert to a back-up plan. No additional information provided.